Event description:
It was observed during the device inspection, that the rigid endoscope telescope's internal lens was cracked. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation the cause was deemed to be excessive force due to the bent outer tube, a lens in the optical system is broken. This indicates the effect of excessive force / leverage on the outer tube. Olympus will continue to monitor the field performance for this device.